Event description:
It was reported the patient had coupling issues and could only recharge until 25%. It was stated that telemetry stops during recharge. It was later stated the recharger was damaged and would not maintain a ¿charging link with the battery but will put some current in before losing its link.¿ it was stated that the device was not thought to be in overdischarge. It was noted the manufacturer was going to meet the patient with their pain nurses. It was later reported the patient could sometimes get coupling and charge, but not consistently. It was stated the patient had been listed for a complete system revision. It was later reported the spare recharger did not resolve the issues. And the patient was still waiting for their revision. See manufacturer report #3007566237-2013-03462 for impedance issues and revision with same device.

Manufacturer narrative:
Concomitant medical products: product ID neu_recharger_acc, product type: recharger. (B)(4).